Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3387s-40, lot# v186423, implanted: (B)(6) 2009, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3387s-40, lot# v218104, implanted: (B)(6) 2009, product type: lead.

Event description:
It was reported the patient was having problems and they had a loss of therapeutic effect. The patient did not feel like stimulation was on, when the implantable neurostimulator (ins) was on. The patient was feeling pulses that they described as an intermittent tingling sensation in the finger tips and tongue. Normally the patient only felt this sensation when the ins was turned on, but suddenly on the day prior to this report the patient knew the ins was off. When the patient checked the ins with patient programmer, the programmer said the ins was on. The patient had the same sensation when the ins was turned on and off. Now the patient felt the sensation regularly throughout the day. On the morning of this report, the patient was not able to write their name due to tremors. The healthcare professional (hcp) checked the ins and it was on. The hcp felt the patient's therapy was only helping at 60 percent efficacy. The patient had no falls or trauma. The patient was scheduled to meet with a nurse tomorrow to have the ins checked. When the hcp met with the patient, the ins was turned off. Impedances were checked on both sides and impedances were fine. Group impedances were measured to be 304 ohms. Another group impedance measurement was done and it was around 1,000 ohms. When the ins was turned on, the tremor was better. The ins was programmed to 0-, 1+ at 3v. The hcp believed there was an intermittent short. The ins was reprogrammed to 0-, 2+ and impedances were measured to be normal both times they were measured. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient was evaluated on (B)(6) 2015. The cause of the impedance issue was not determined. Impedances were checked and impedances were normal. Group impedances of the left side were measured to be 304 ohms. No lead fractures were noted. Reprogramming was done with the goal of tremor control in the patient¿s right hand. There were no problems with the patient¿s right side. The healthcare professional (hcp) met with the patient again on (B)(6) 2015 with similar symptoms. Impedances were measured to be normal. The hap suspected an intermittent short. The patient was reprogrammed with the same negative electrode, but with case as positive. The patient had good tremor control and they had recovered without permanent impairment.